Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on 16-nov-2015 and then experienced a revision surgical procedure on 8-sep-2023 approximately 7 years and 10 months after initial implant. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1 d4 d10: concomitant devices 4084520 02-010-01-0320 - logic femoral ps cem right sz 2 3933322 02-012-41-2020 - logic tibia traptray cem sz 2f/2t 4059113 200-02-29 - three peg patella 29mm g4 h4 h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.